Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a starclose se device after an interventional procedure of the superficial femoral artery (sfa) and the posterior tibial using a 6f sheath. Reportedly, step 1 and 2 were completed successfully; however, when advancing the thumb advancer in step 3, it could not be advanced completely. The physician widened the tissue tract a little more and pushed a little harder on the thumb advancer. When the thumb slide was advanced completely and the number "3" was in the number window the physician felt some "kick back". Upon feeling this he was no longer confident in the device location so he decided to use the access ports, however, this was unsuccessful as one of them would not release. At this point, the physician decided to go ahead and deploy the clip in order to be able to remove the device from the patient, expecting it to deploy within the tissue tract. When the device was removed, it was noted that although the sheath had split completely, the starclose se clip was still on the distal end of the device. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
An analysis was performed on the returned device. The mechanical jam and difficult to remove could not be confirmed. The firing problem was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It is possible the angle of insertion in relation to the tissue track caused either the garage leaves to scrape against the flex guide causing the mechanical jam or the cutter to bind as it cut the sheath. The kick back of the unit after the thumb advancer made it into position, may have been the actual firing of the clip which would explain both the inability with the access port and the clip stuck on the flex guide and vessel locator wings. The exposed vessel locator wings would contribute to the difficult to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.